Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had rv oversensing. The device was post paced t-wave oversensing. Programming changes were made. No complaints from patient. The patient condition is stable. Device remains implanted.

Event description:
New information notes that the oversensing was also observed on the rv lead.